Event description:
A male who underwent cardiac catheterization where the mynx vascular closure device was used. He presented 2 weeks later with an infected pseudoaneurysm of the right groin i.e. The site of cannulation for the cardiac catheterization. He underwent drainage and debridement of the right groin in 2008 and subsequent hematoma evacuation with debridement of necrotic tissue on eleven days later. He was eventually discharged home on the following month.